Manufacturer narrative:
Continuation of d10: product ID 39565 lot# serial# unknown implanted: (B)(6) 2008 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565, serial/lot #: unknown, ubd: , UDI#: g2: canada medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the elective replacement indicator (eri) message was received in approximately (B)(6) 2026. The ins was only implanted in the fall of 2024, and the patient's surgical lead was implanted approximately 2008 ( though exact dates were not available). Ins replacement was required, and the patient requested a rechargeable ins. The ins was interrogated and showed high impedances on 3 contacts ( 0,1, and 13) pre-op. These same impedances remained high after the ins change. The surgeon was aware and wanted to proceed knowing the impedances were high. Removing a surgical lead deemed too risky. The patient was educated on the process of recharging. They were advised to have a follow up with the clinic to receive alternate programming options for pain relief. The patient was being followed by the local pain clinic. Indication for use bilateral low back and leg pain.